Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 "[related manufacturer reference number:1627487-2025-03632 and 1627487-2025-03633]", the physician was unable to explant a lead completely, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was partially left implanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10049942.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.